Manufacturer narrative:
This event is being reported due to the additional medical intervention performed to resolve issues associated with the bone loss at the tooth site 30. Patient was experiencing bone loss around the implant site previously (reported under MFR number 0002023141 - 2020 ¿ 01313 submitted on (B)(6) 2020). During this follow up evaluation after four months, doctor noticed that distal bone improved in 80%; however, mesial bone decreased. Additional medical intervention was performed and implant was left implanted during this visit. Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Additional PMA/510(k) number: k011028, k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that bone loss was noted at the mesial facial bone at the implant (tsvwb13) site, tooth location 30. Patient was experiencing bone loss around the implant site previously. During the follow up evaluation after four months, doctor noticed that distal bone improved in 80%; however, mesial bone decreased this time. Implant was left implanted and additional medical intervention was performed; clinician grafted the implant site again and a healing abutment was successfully placed.